Event description:
Catheter leakage around insertion site. After explant of the device, a segment of catheter remained in the pt. The segment was surgically removed at a tertiary care center. The pt is fine.